Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and ovarian cyst ('adenomyosis and cysts of ovaries also "death" of right ovary and saricies') in a 27-year-old female patient who had essure (batch no. 654830, 628442) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify didn¿t undergo test". The patient's medical history included body mass index normal, pap smear abnormal, constipation, uterine cancer, irregular periods, joint pain, dysplasia, breast lump, mood swings and lower abdominal tenderness. Concurrent conditions included ovarian cyst, appetite disorder nos (stomach ulcers change in appetite), menometrorrhagia, carcinoma in situ, vaginal intraepithelial neoplasia grade iii, vulvoscopy, ovarian cyst ruptured, edema, sexual activity increased, cold intolerance, menometrorrhagia, irritable bowel syndrome, anogenital warts, endometrial biopsy, dysuria, bladder pain, libido decreased, night sweat, hematuria, vulval itching, heat intolerance, urinary incontinence, urinary frequency, urinary urgency, bruising, right lower quadrant pain, hernia, hives, vaginal lesion and tonsillectomy. On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("constant pinching in right lower quadrant") and dyschezia ("pain during bowel movements"). On (B)(6)2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse) due to cramping and dyspareunia"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced hot flush ("hormonal changes describe: hot flashes"). In (B)(6) 2010, the patient experienced swelling face ("rashes or skin conditions type: unexplained rashes and swelling of face/skin hypersensitivity swelling of face"), dermatitis contact ("allergic or hypersensitivity reaction type: adhesive allergy"), sensitive skin ("allergic or hypersensitivity reaction type: skin hypersensitivity") and pain of skin ("scalp sensitivity"). In 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and tooth disorder ("dental problems"). On (B)(6)2012, the patient experienced glucose tolerance impaired ("increase in lab aic even with diet and exercise first discovered (B)(6)2012 at risk for diabetes"). On (B)(6)2014, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition : adenomyosis and cysts of ovaries also "death" of right ovary"), varicose veins pelvic ("reproductive system disorder or condition type of disorder or condition : adenomyosis and cysts of ovaries also "death" of right ovary and varices noted during ultrasound"), ovarian disorder ("reproductive system disorder or condition type of disorder or condition : adenomyosis and cysts of ovaries also "death" of right ovary") and endometriosis ("endometriosis"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti and yeast") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: uti and yeast"). On an unknown date, the patient experienced rash ("rashes or skin conditions type: unexplained rashes and swelling of face"), ovarian cyst (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vision blurred ("vision/eye problems blurred vision/difficulty ty focusing even with glasses"), vulvovaginal swelling ("allergic or hypersensitivity reaction- type: to meds- vaginal swelled shut"), abdominal pain ("abdominal cramping"), vulvovaginal pain ("vaginal pain") and dysuria ("pain with urinating"). The patient was treated with antibiotics, ascorbic acid;calcium gluconate;calcium pantothenate;calcium phosphate;cyanocobalamin;ergocalciferol;ferrous fumarate;folic acid;magnesium phosphate;nicotinamide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol (vitamin 15), diphenhydramine hydrochloride, fluoxetine hydrochloride (prozac), ibuprofen (motrin), macrogol 3350 (miralax), prednisone and surgery (ophorectomy(bilateral removal of ovary) and total hysterectomy (uterus and cervix removed) bilateral salpingo-ophorectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vulvovaginal pain, dysuria and dyschezia had resolved, the vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dyspareunia, hot flush, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, nausea, depression, swelling face, rash, adenomyosis, varicose veins pelvic, ovarian disorder, vaginal discharge, fatigue, alopecia, endometriosis, dermatitis contact, bladder disorder, urinary tract disorder, vision blurred, glucose tolerance impaired, vulvovaginal swelling, abdominal pain lower and pain of skin outcome was unknown and the sensitive skin had not resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, bladder disorder, depression, dermatitis contact, dyschezia, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fatigue, female sexual dysfunction, glucose tolerance impaired, headache, hot flush, menorrhagia, migraine, nausea, ovarian cyst, ovarian disorder, pain of skin, pelvic pain, rash, sensitive skin, swelling face, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, varicose veins pelvic, vision blurred, vulvovaginal mycotic infection, vulvovaginal pain and vulvovaginal swelling to be related to essure. The reporter commented: gross ¿ a metallic clip is also identified within right cornu. A metallic wire identified at proximal end of the tube diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Bacterial test - on (B)(6)2015: result: positive. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, menorrhagia, rashes, dyspareunia, headaches, endometriosis, fatigue blurred vision, hair loss, vaginal discharge, yeast infection ,hot flashes, dysmenorrhea. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs received: lot number were added. Events: scalp sensitivity, device monitoring procedure not performed were added. Event coding was changed from dermatitis allergy to sensitive skin. Event onset date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and ovarian cyst ('adenomyosis and cysts of ovaries also "death" of right ovary and saricies') in a 27-year-old female patient who had essure (batch no: 654830, 628442) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify didn¿t undergo test". The patient's medical history included body mass index normal, pap smear abnormal, constipation, uterine cancer, irregular periods, joint pain, dysplasia, breast lump, mood swings and lower abdominal tenderness. Concurrent conditions included ovarian cyst, appetite disorder nos (stomach ulcers change in appetite), menometrorrhagia, carcinoma in situ, vaginal intraepithelial neoplasia grade iii, vulvoscopy, ovarian cyst ruptured, edema, sexual activity increased, cold intolerance, menometrorrhagia, irritable bowel syndrome, anogenital warts, endometrial biopsy, dysuria, bladder pain, libido decreased, night sweat, hematuria, vulval itching, heat intolerance, urinary incontinence, urinary frequency, urinary urgency, bruising, right lower quadrant pain, hernia, hives, vaginal lesion and tonsillectomy. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("constant pinching in right lower quadrant") and dyschezia ("pain during bowel movements"). On (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse) due to cramping and dyspareunia"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced hot flush ("hormonal changes describe: hot flashes"). On (B)(6) 2010, the patient experienced swelling face ("rashes or skin conditions type: unexplained rashes and swelling of face/skin hypersensitivity swelling of face"), dermatitis contact ("allergic or hypersensitivity reaction type: adhesive allergy"), sensitive skin ("allergic or hypersensitivity reaction type: skin hypersensitivity") and pain of skin ("scalp sensitivity"). In 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and alopecia ("hair loss"). On (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and tooth disorder ("dental problems"). On (B)(6) 2012, the patient experienced glucose tolerance impaired ("increase in lab aic even with diet and exercise first discovered on (B)(6) 2012 at risk for diabetes"). On (B)(6) 2014, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition : adenomyosis and cysts of ovaries also "death" of right ovary"), varicose veins pelvic ("reproductive system disorder or condition type of disorder or condition : adenomyosis and cysts of ovaries also "death" of right ovary and varices noted during ultrasound"), ovarian disorder ("reproductive system disorder or condition type of disorder or condition : adenomyosis and cysts of ovaries also "death" of right ovary") and endometriosis ("endometriosis"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti and yeast") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: uti and yeast"). On an unknown date, the patient experienced rash ("rashes or skin conditions type: unexplained rashes and swelling of face"), ovarian cyst (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vision blurred ("vision/eye problems blurred vision/difficult ty focusing even with glasses"), vulvovaginal swelling ("allergic or hypersensitivity reaction- type: to meds- vaginal swelled shut"), abdominal pain ("abdominal cramping"), vulvovaginal pain ("vaginal pain") and dysuria ("pain with urinating"). The patient was treated with antibiotics, ascorbic acid;calcium gluconate; calcium pantothenate; calcium phosphate; cyanocobalamin; ergocalciferol; ferrous fumarate; folic acid; magnesium phosphate; nicotinamide; pyridoxine hydrochloride; retinol; riboflavin; thiamine hydrochloride; tocopherol (vitamin 15), diphenhydramine hydrochloride, fluoxetine hydrochloride (prozac), ibuprofen (motrin), macrogol 3350 (miralax), prednisone and surgery (ophorectomy(bilateral removal of ovary) and total hysterectomy (uterus and cervix removed) bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vulvovaginal pain, dysuria and dyschezia had resolved, the vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dyspareunia, hot flush, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, nausea, depression, swelling face, rash, adenomyosis, varicose veins pelvic, ovarian disorder, vaginal discharge, fatigue, alopecia, endometriosis, dermatitis contact, bladder disorder, urinary tract disorder, vision blurred, glucose tolerance impaired, vulvovaginal swelling, abdominal pain lower and pain of skin outcome was unknown and the sensitive skin had not resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, bladder disorder, depression, dermatitis contact, dyschezia, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fatigue, female sexual dysfunction, glucose tolerance impaired, headache, hot flush, menorrhagia, migraine, nausea, ovarian cyst, ovarian disorder, pain of skin, pelvic pain, rash, sensitive skin, swelling face, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, varicose veins pelvic, vision blurred, vulvovaginal mycotic infection, vulvovaginal pain and vulvovaginal swelling to be related to essure. The reporter commented: gross, a metallic clip is also identified within right cornu. A metallic wire identified at proximal end of the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Bacterial test: on (B)(6) 2015: result: positive. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, menorrhagia, rashes, dyspareunia, headaches, endometriosis, fatigue blurred vision, hair loss, vaginal discharge, yeast infection ,hot flashes, dysmenorrhea. Lot number: 628442, manufacturing date: 2008-12, expiration date: 2011-12. Lot number: 654830, manufacturing date: 2009 -07, expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and ovarian cyst ("adenomyosis and cysts of ovaries also "death" of right ovary and saricies") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, pap smear abnormal, constipation, uterine cancer, irregular periods, joint pain, dysplasia, breast lump, mood swings and lower abdominal tenderness. Concurrent conditions included ovarian cyst, appetite disorder nos (stomach ulcers change in appetite), menometrorrhagia, carcinoma in situ, vaginal intraepithelial neoplasia grade iii, vulvoscopy, cyst rupture, edema, sexual activity increased, cold intolerance, menometrorrhagia, irritable bowel syndrome, anogenital warts, endometrial biopsy, dysuria, bladder pain, libido decreased, night sweat, hematuria, vulval itching, heat intolerance, urinary incontinence, urinary frequency, urinary urgency, bruising, right lower quadrant pain, hernia, hives, vaginal lesion and tonsillectomy. In 2009, the patient experienced nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse) due to cramping and dyspareunia"). In (B)(6) 2010, the patient experienced hot flush ("hormonal changes describe: hot flashes"). In 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"), swelling face ("rashes or skin conditions type: unexplained rashes and swelling of face"), alopecia ("hair loss"), dermatitis contact ("allergic or hypersensitivity reaction type: adhesive allergy") and dermatitis allergic ("allergic or hypersensitivity reaction type: scalp sensitivity\ skin hypersensitivity"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and tooth disorder ("dental problems"). On (B)(6) 2012, the patient experienced glucose tolerance impaired ("increase in lab aic even with dietand exercise first discovered (B)(6) 2012 at risk for diabetes"). On (B)(6) 2014, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition : adenomyosis and cysts of ovaries also "death" of right ovary"), varicose veins pelvic ("reproductive system disorder or condition type of disorder or condition : adenomyosis and cysts of ovaries also "death" of right ovary and varices noted during ultrasound"), ovarian disorder ("reproductive system disorder or condition type of disorder or condition : adenomyosis and cysts of ovaries also "death" of right ovary") and endometriosis ("endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti and yeast"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: uti and yeast"), migraine ("migraines"), headache ("headaches"), rash ("rashes or skin conditions type: unexplained rashes and swelling of face"), ovarian cyst (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vision blurred ("vision/eye problems blurredvision/difficul ty focusing even with glasses"), vulvovaginal swelling ("allergic or hypersensitivity reaction- type: to meds- vaginal swelled shut"), abdominal pain ("abdominal cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("constant pinching in right lower quadrant"), dysuria ("pain with urinating") and dyschezia ("pain during bowel movememts"). The patient was treated with antibiotics, ascorbic acid;calcium gluconate;calcium pantothenate;calcium phosphate;cyanocobalamin;ergocalciferol;ferrous fumarate;folic acid;magnesium phosphate;nicotinamide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol (vitamin 15), diphenhydramine hydrochloride, fluoxetine hydrochloride (prozac), ibuprofen (motrin), macrogol 3350 (miralax), prednisone and surgery (ophorectomy(bilateral removal of ovary) and total hysterectomy (uterus and cervix removed) bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vulvovaginal pain, dysuria and dyschezia had resolved, the vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dyspareunia, hot flush, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, nausea, depression, swelling face, rash, adenomyosis, varicose veins pelvic, ovarian disorder, vaginal discharge, fatigue, alopecia, endometriosis, dermatitis contact, bladder disorder, urinary tract disorder, vision blurred, glucose tolerance impaired, vulvovaginal swelling and abdominal pain lower outcome was unknown and the dermatitis allergic had not resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, bladder disorder, depression, dermatitis allergic, dermatitis contact, dyschezia, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fatigue, female sexual dysfunction, glucose tolerance impaired, headache, hot flush, menorrhagia, migraine, nausea, ovarian cyst, ovarian disorder, pelvic pain, rash, swelling face, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, varicose veins pelvic, vision blurred, vulvovaginal mycotic infection, vulvovaginal pain and vulvovaginal swelling to be related to essure. The reporter commented: gross ¿ a metallic clip is also identified within right cornu. A metallic wire identified at proximal end of the tube diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Bacterial test - on (B)(6) 2015: result: positive. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, menorrhagia, rashes, dyspareunia, headaches, endometriosis, fatigue blurredvision, hair loss, vaginal discharge, yeast infection ,hot flashes, dysmenorrhea. Amendment: the report was amended on (B)(6) 2019 for the following reason: correction due to discrepancy between coding action item and match point coder query. Previously reported event (pain in extermity) was updated to right lower quadrant pain. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, pap smear abnormal, constipation, uterine cancer, irregular periods, joint pain, dysplasia, breast lump, mood swings and lower abdominal tenderness. Concurrent conditions included ovarian cyst, appetite disorder nos (stomach ulcers change in appetite), menometrorrhagia, carcinoma in situ, vaginal intraepithelial neoplasia grade iii, colposcopy, cyst rupture, edema, sexual activity increased, cold intolerance, menometrorrhagia, irritable bowel syndrome, anogenital warts, endometrial biopsy, dysuria, bladder pain, libido decreased, night sweat, hematuria, vulval itching, heat intolerance, urinary incontinence, urinary frequency, urinary urgency, bruising, right lower quadrant pain, hernia, hives, vaginal lesion and tonsillectomy. In 2009, the patient experienced nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse) due to cramping and dyspareunia"). In (B)(6) 2010, the patient experienced hot flush ("hormonal changes describe: hot flashes"). In 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"), swelling face ("rashes or skin conditions type: unexplained rashes and swelling of face"), alopecia ("hair loss"), dermatitis contact ("allergic or hypersensitivity reaction type: adhesive allergy") and dermatitis allergic ("allergic or hypersensitivity reaction type: scalp sensitivity\ skin hypersensitivity"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and tooth disorder ("dental problems"). On (B)(6) 2012, the patient experienced glucose tolerance impaired ("increase in lab aic even with diet and exercise first discovered (B)(6) 2012 at risk for diabetes"). On (B)(6) 2014, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition : adenomyosis and cysts of ovaries also "death" of right ovary"), endometriosis ("endometriosis") and varicose vein ("reproductive system disorder or condition type of disorder or condition: adenomyosis and cysts of ovaries also "death" of right ovary and varices noted during ultrasound"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti and yeast"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: uti and yeast"), migraine ("migraines"), headache ("headaches"), rash ("rashes or skin conditions type: unexplained rashes and swelling of face"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vision blurred ("vision/eye problems blurred vision/difficulty focusing even with glasses"), vulvovaginal swelling ("allergic or hypersensitivity reaction- type: to meds- vaginal swelled shut"), abdominal pain ("abdominal cramping"), vulvovaginal pain ("vaginal pain"), pain in extremity ("constant pinching in right lower quadrant"), dysuria ("pain with urinating") and dyschezia ("pain during bowel movements"). The patient was treated with antibiotics, ascorbic acid; calcium gluconate; calcium pantothenate; calcium phosphate; cyanocobalamin; ergocalciferol; ferrous fumarate; folic acid; magnesium phosphate; nicotinamide; pyridoxine hydrochloride; retinol;riboflavin; thiamine hydrochloride; tocopherol (vitamin 15), diphenhydramine hydrochloride, fluoxetine hydrochloride (prozac), ibuprofen (motrin), macrogol 3350 (miralax), prednisone and surgery (total hysterectomy (uterus and cervix removed) bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vulvovaginal pain, dysuria and dyschezia had resolved, the vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dyspareunia, hot flush, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, nausea, depression, swelling face, rash, adenomyosis, vaginal discharge, fatigue, alopecia, endometriosis, dermatitis contact, bladder disorder, urinary tract disorder, vision blurred, glucose tolerance impaired, varicose vein, vulvovaginal swelling and pain in extremity outcome was unknown and the dermatitis allergic had not resolved. The reporter considered abdominal pain, adenomyosis, alopecia, bladder disorder, depression, dermatitis allergic, dermatitis contact, dyschezia, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fatigue, female sexual dysfunction, glucose tolerance impaired, headache, hot flush, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, rash, swelling face, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, varicose vein, vision blurred, vulvovaginal mycotic infection, vulvovaginal pain and vulvovaginal swelling to be related to essure. The reporter commented: gross ¿ a metallic clip is also identified within right cornu. A metallic wire identified at proximal end of the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Bacterial test - on (B)(6) 2015: result: positive. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, menorrhagia, rashes, dyspareunia, headaches, endometriosis, fatigue blurred vision, hair loss, vaginal discharge, yeast infection, hot flashes, dysmenorrhea. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs received: case become valid since all events are specified. Injury nos was deleted from the event tab. New events- vaginal bleeding, menorrhagia, skin hypersensitivity, apareunia , bladder disorder, urinary tract disorder, dental problems, dysmenorrhea,dyspareunia, hot flashes, uti , yeast infection, migraines, headaches, nausea, pelvic pain, depression, unexplained rashes, swelling of face, adenomyosis, ovarian cysts saricies, vaginal discharge, blurred vision, fatigue, hair loss, endometriosis, pre- diabetes, adhesive allergy, pain during bowel movement, vaginal swelling, vaginal pain, abdominal pain, constant pinching in right lower quadrant, urinating pain, varicose were added. Reporters were added. Patient's demographics was added. Event outcome- pain, cramping, skin hypersensitivity were added. Concomitant conditions were added. Treatment drugs were added. Lab test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.